Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted; if explanted; give date: n/a (not applicable). The cartridge is not an implantable device. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an ar40m intraocular lens (iol) was loaded by the doctor. The doctor inserted the emeraldc cartridge into the eye, he pulled it out and said that the lens did not come out of the loader. It was learned that the doctor had to increase his incision size. No other information was provided.

Manufacturer narrative:
Additional information: device evaluation: according initial report, no cartridge returned, the complaint issue could not be verified, no evaluation can be performed. Manufacturing record review: the manufacturing record cannot be reviewed since the serial number is unknown. A complaint history also could not be performed since there is no product serial number or purchase order number available. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.